Event description:
Philips received a complaint by the customer on the v60 indicating that a 1109 "machine pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1109 "machine pressure sensor autozero failed" error occurred. The manufacturer's product support engineer (pse) performed periodic maintenance at the repair center and confirmed the reported issue. The pse replaced solenoid valves 2 and 4 and verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The product investigation lab (pil) technician performed testing and confirmed that no alarms or diagnostic codes were generated during the standard test bed (stb) operation with the suspect solenoids installed. The pil technician concluded that no problems were found related to the returned suspect solenoid valves.